Event description:
No specific patient was involved. These 3cc syringes have pinholes in them which causes the medication being injected to flow out of the sides of the syringe when the plunger is compressed. This has happened with several syringes of this kind from this lot at multiple locations.